Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Reportedly, customer was not removing air from cartridges before filling them and potentially causing the cartridges to overfill. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully load a new cartridge to address the issue.